Event description:
During an anterior cruciate ligament (acl) procedure utilizing the fast-fix 360 curved ndl delivery sys, it was reported that t2 implant did not deploy, leaving the t1 implant in the joint unsupported. A back up device was available to complete the case. There were no reported patient injuries or complications.

Manufacturer narrative:
Device evaluation: one fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported complaint mode, ¿deployment did not proceed successfully¿. Examination of the device showed the insertion needle is bent in two directions. Device was cycled and would not function as intended. The needle was then straightened and device cycled as per design. Based on the limited clinical details provided, no root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. A review of the device history records was performed which confirmed no inconsistencies. Per IFU 10600499 (revision f): ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed.¿ (B)(4).

Manufacturer narrative:
(B)(4).